Event description:
It was reported that the infusion set was leaking between the headset and the self-adhesive. The patient smelled insulin and stated the adhesive was wet with insulin. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.